Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. In addition, it was found that the primary failure of missing teflon pad of the clamp arm to be related to the customer reported complaint. The teflon pad was missing, and was not returned with the instrument. As the teflon pad was not returned, condition of the pad could not be evaluated. Additionally, scratch marks were found towards the proximal end of the blade.

Event description:
The harmonic ace instrument was an incidental return included with RMA (B)(4) under related (B)(4). No allegation was made against this product. Per (B)(4), it was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the harmonic ace instrument was observed to have a white piece that started to break off. The white piece did not break off in the patient and a second device was opened to complete the procedure. The procedure was completed as planned with no reported injury.